Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary right knee on (B)(6) 2017. The patient came in due to signs of infection. The pathogen was unknown. On (B)(6) 2017 another surgeon removed the implants and implanted an antibiotic spacer. On (B)(6) 2017 the revising surgeon performed the second step of the step-wise revision. On (B)(6) 2017, the patient came in again complaining of pain due to infection. Batch review performed on 30 october 2017. Lot 167083: (B)(4) items manufactured and released on 01 february 2017. Expiration date: 2022-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to infection. The pathogen is unknown at this time. The poly has been exchanged. The surgery was completed successfully.